Event description:
Affiliate reports the sensor worked when it was placed in the pt but when the pt was immobilized, the monitor indicated the captor was not connected. The sensor was explanted and replaced.